Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the keyboard wasn't functioning. A technical support specialist replaced the keyboard to fix the problem. The system functioned as intended after the technical support specialist resolved the issue. E.1. Initial reporter occupation other: (B)(6).

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, experienced a keyboard malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.